Event description:
Total knee revision of a duracon primary femur with a universal baseplate with offset and 80mm cemented stem. Prior was painful left total knee. During surgery was determined the offset threads had sheared off inside the universal baseplate boss.was revised with a triathlon ts.

Manufacturer narrative:
An event regarding fracture of an offset adapter component was reported. The event was confirmed. Based on the photographs provided, one of the threaded sections of the offset adapter is fractured. The fractured section remains in the baseplate component. The body of the adapter is still attached to the stem extender component. Device evaluation was not possible as the component was not returned. Medical review indicated that the root cause of failure is procedure-related with regard to surgical technique of implant fixation of the baseplate with stem extender. No evidence for device-related factors playing a role although it is unfortunate there are no explants available for analysis to reveal potential further details of the failure mode of the device and exclude device related factors with even more certainty. The procedure-related failure mode is rather plausible given the radiological signs of a clear overload condition in the proximal tibial implant section and device-related factors would not normally play a role in such a far from rare clinical failure mode. Also no information on patient-related factors to potentially contribute additionally to the overload condition. Root cause of failure is procedure related and as such is not device-related. DHR review was satisfactory. Chr review indicates that there are no similar events for the lot. Medical review indicated that the root cause of failure is procedure-related with regard to surgical technique of implant fixation of the baseplate with stem extender. No evidence for device-related factors playing a role although it is unfortunate there are no explants available for analysis to reveal potential further details of the failure mode of the device and exclude device related factors with even more certainty. The procedure-related failure mode is rather plausible given the radiological signs of a clear overload condition in the proximal tibial implant section and device-related factors would not normally play a role in such a far from rare clinical failure mode. Also no information on patient-related factors to potentially contribute additionally to the overload condition. Root cause of failure is procedure related and as such is not device-related.

Event description:
Total knee revision of a duracon primary femur with a universal baseplate with offset and 80mm cemented stem. Prior was painful left total knee. During surgery was determined the offset threads had sheared off inside the universal baseplate boss. Was revised with a triathlon ts.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. (B)(4).